Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It as reported that during a case, the bio-composite suture anchor broke upon insertion. No further details provided. No adverse effect to the patient reported. Follow-up investigation: case being performed was a rotator cuff repair procedure, the remaining part of the anchor was not retrieved and remained in the bone as it did not pull out when the surgeon pulled on the sutures.